Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, it was exchanged for another lens approximately 3 weeks after initial implantation. The lens was indicated as being dislocated. Additional information was requested.